Manufacturer narrative:
Manufacturer report 2938836-2017-18547, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
(B)(4)

Event description:
During a follow-up, the battery voltage was fluctuating. Premature battery depletion was suspected. The device was explanted and replaced and the patient was stable.